Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
On a brilliance 64 CT system at (B)(6), the customer reported the middle pedal on the multifunction foot switch had to be pressed all the way down for it to activate. A philips field service engineer (fse) investigated and determined a button was stuck engaged on the right rear gantry control panel. There was no report of harm to patient, operator, or bystander. The fse installed foot pedal field change order (fco) and replaced the right rear gantry control panel to resolve the issue.